Manufacturer narrative:
Upon investigation there was contamination found on j1 of the ca board, causing a loose connection with the battery. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.